Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated according to malfunction. Primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld). The lot 6003219 in question was produced at reynosa site. Investigation process of the complaint was carried out in accordance work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected. All test results were within specifications. The following test was performed: visual inspection: (version.33) packaging area sampler for products packed in multivac machines- sampler book for products packed on m.doc. Batch review: the batch listed in the database complaint parent record was reviewed and confirmed to be accurate. Uno quick-set 60/6 sc1 meca was manufactured under system application product (sap) code 1728390 and manufacturing lot number 6003219 on 17-sep-2023 and (B)(4) final units in the machines 12 were manufactured. The batch record confirms this information. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country : spain.

Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2024, patient reported that details missing from the packaging of infusion set and not sealed properly. No further information available.